Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following the intraocular lens implant procedure, patients vision became very blurred which was attributed to rotation of the iol. The patient had gone for second surgery to rotate the iol, but blurred vision became worse. Additional information received and stated that visual symptoms are unrelated to iol or surgery. The patient has been diagnosed possibly with meningioma.